Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The nurse reported that during cataract surgery ophthalmic console screen had gone black and it remained black during subsequent boot up and whole system had shut down and wouldn't boot up and surgery was completed on same day with slight delay by using another device without a patient health impact.